Event description:
Baxter reported the following: pt was partially disconnected from lineo cassette during therapy. No leakage. Air lock resulted in apd machine. Add'l info rec'd from baxter indicates that the lineo cap/lineo shell connection was noted as being loose. The pt noted the loose connection during the initial drain cycle. The pt felt that the initial connection was secure but became loose during the therapy. No pt injury or medical intervention was associated with this incident per baxter.